Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a double counting during threshold capture was noted on the rv lead. The lead remains implanted.